Event description:
It was reported that the depth gauge for 2.0mm and 2.4mm screws tip broke off during cleaning. There was no patient and no surgery involvement and the issue was found outside of the operating room. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the 319.006 depth gage is designed to measure the 2.0 & 2.4mm x 50mml cortex screw-hole depths used for plate fixation procedures featured in over 20 technique guides requiring screws of this type. The received device was manufactured january 2012, is over 1.5 years old and is missing the distal pin which was reportedly broken off during the cleaning process and lost. The relevant drawing was reviewed and determined to be suitable for the intended design and dimensional conformity (less the distal tip) when used as recommended. This delicate measuring instrument must be handled with considerable care and the method of handling has led to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing. A service history maintenance review was performed. The investigation of the complaint articles indicates that the: service history review: lot #6860406 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 19-jan-2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. An additional evaluation was performed; the customer reported the tip broke off. The item is not repairable. The cause of the issue is unknown. The item was forwarded to the complaint handling unit. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.